Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 26 months, it was reported that an intermitting pacing impedance of >3000 ohm was indicated per home monitoring. The device was explanted. There were no adverse patient effects reported.

Event description:
Ous MDR - after an implantation time of about 26 months, it was reported that an intermitting pacing impedance of >3000 ohm was indicated per home monitoring. The device was explanted. There were no adverse patient effects reported.